Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician deployed and detached a ruby coil successfully. When the physician injected dye forcefully into the artery, it pushed the coil proximally in the subclavian artery. The ruby coil was successfully removed using a snare device. There was no report of an adverse effect on the patient.